Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step. There was no adverse impact to the customer¿s blood glucose level. Cts assisted caller by guiding them through the cartridge fill and load process, leading to successful completion of the task and resumption of insulin.